Event description:
It was reported that caller observed damage to pump screen and was unsure whether this was shattered screen or display problem. There was no reported impact to the customer¿s blood glucose level. Caller planned to confirm details with daughter and technical support intended to continue troubleshooting for appropriate issue and verify serial number, but no additional information was received regarding the outcome of the event.